Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(The string completely disconnected) from the cotton head while still inside of me [foreign body in reproductive tract]. Tampon string started to fray [device physical property issue]. Tampon cord disconnected, broke [device breakage]. The string completely disconnected from the cotton head while still inside of me [complication of device removal]. Case narrative: consumer reported via e-mail that string started to fray and broke upon removal. No serious injury reported.

Event description:
(The string completely disconnected) from the cotton head while still inside of me [foreign body in reproductive tract] tampon string started to fray [device physical property issue] tampon cord disconnected, broke [device breakage] the string completely disconnected from the cotton head while still inside of me [complication of device removal] probable manufacturing cause [manufacturing issue] case narrative: consumer reported via e-mail that string started to fray and broke upon removal. No serious injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6)2022. An investigation is in progress for returned product received on (B)(6), 2022.

Event description:
(The string completely disconnected) from the cotton head while still inside of me [foreign body in reproductive tract] tampon string started to fray [device physical property issue] tampon cord disconnected, broke [device breakage] the string completely disconnected from the cotton head while still inside of me [complication of device removal] case narrative: consumer reported via e-mail that string started to fray and broke upon removal. No serious injury reported.